Manufacturer narrative:
An event of patient device interaction problem was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, a cause of the reported patient device interaction problem could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was implanted on (B)(6) 2024. On (B)(6) 2024 during a routine cardiac catheterization, it was noted that the patient had a circumflex artery fistula terminating in the body of the left atrial appendage (laa). The patient did not present with any clinical signs or symptoms. No intervention was required. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.